Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported tha customer experienced air bubbles in infusion tube. It was reported that customer had blood glucose under 20 mg/dl, and was treated with liquid glucose. It was also reported that customer had high blood glucose of 500 mg/dl. Customer would call back in order to troubleshoot.